Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the nurse had just changed the pump set and the pump stated beeping. The nurse went to the room to respond to the alarm. The nurse noticed that water was dripping out of the bag. As a result, the pump set was changed out. There was no harm to patient.